Event description:
A battery was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery (bat935872) was returned for evaluation. No device malfunction was reported against the device; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. A review of the bat935872¿s manufacturing documentation confirmed that the associated battery met all requirements for release. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed an abnormality within the cell voltage plot including a cell pair depleting below the voltage threshold. An internal inspection revealed a welding defect in a spot weld of a nickel strip between the cell pairs. This welding defect could cause an intermittent connection which prevents the battery from adequately providing power to the controller and charging on a battery charger. CAPA pr00569429 is investigating this issue. Bat935872 is in scope of fa1257 which was initiated for batteries with a welding defect in a spot weld of the nickel strip that connects the 5x and 3x cell pack. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.